Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 12.1mm, micl12.1, -7.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low valut. A longer length lens was later implanted and the problem resolved. " 50% vault. Good iop, lens clear" was reported. If additional information is received a supplemental medwatch report will be submitted.